Event description:
Knee pain, knee swelling, decreased ability to bear weight, tense knee effusion. Info was received on 08-jan-2007 regarding an article entitled "increased frequency of acute local reaction to intra-articular hylan gf-20 (synvisc) in pts receiving more than one course of treatment" the journal of bone and joint surgery, incorporated, volume 84-a, number 9, september 2002, 1619-1623 (s. Leopold, w. Warme, p. Pettis, s. Shott). The article described results from a study conducted between july 2000 and september 2001, wherein the records of all pts who had received more than one series of synvisc were compared with a group of 100 pts who had received only one series and who were subsequently enrolled in a prospective, randomized trial comparing intra-articular corticosteroid injections with synvisc for the treatment of noninflammatory arthritis of the knee. All pts completed a course of three weekly injections of synvisc according to mfrs' instructions, unless they exhibited an acute local reaction to synvisc, which was defined as acute onset of pain and swelling in the knee occurring within 72 hrs after injection. On an unspecified date in july 2000, 4 pts in the "multiple-course group", who had received more than one series of synvisc, experienced acute local reactions: case 2 of 4, a female, presented with severe knee pain, knee swelling, a decreased ability to bear weight and tense knee effusion less than 24 hrs after a first injection of synvisc in a second series. Analysis of synovial fluid was performed for two unspecified pts who had reactions with the following results: 2115 and 3000 white blood cells/mm (2.1 and 3.0x10/l) with an abnormally high percentage of lymphocytes (47% and 29%, respectively; normal range less than 15%), no crystals, gram stain and culture yielded no growth. All of the acute local reactions were described as severe. All pts who experienced acute local reactions were treated with intra-articular corticosteroid injections and aspiration. The symptoms resolved promptly without sequelae. One pt was scheduled for total knee arthroscopy in the near future. None of the others was scheduled for knee surgery.

Manufacturer narrative:
The authors concluded that there was a highly significant increase in the frequency of acute local reactions in pts who were treated with multiple series of synvisc compared with the pts who were in the prospectively followed group and who had only received one series of synvisc.